Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. This report is for unknown screw/unknown lot number. Original implant date was sometime in 2015. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery to remove a broken synthes 6.5mm midfoot fusion bolt on (B)(6) 2017. The patient was originally implanted with two synthes 6.5mm midfoot fusion bolts on an unknown date in 2015. Postoperatively, on an unknown date due to the patient's diabetes and continued loading on the affected foot, the one device broke. The patient was returned to the operating room on (B)(6) 2017 where both implanted devices were removed and the patient was revised to an unknown hindfoot arthrodesis nail. The removal and the procedure were successful and the patient was reported to be in stable condition. This complaint involves one (1) device. Concomitant devices reported: 6.5mm midfoot fusion bolt (part #: unknown, lot #: unknown, qty. 1) this report is 1 of 1 for (B)(4).